Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The exact values were not provided. The patient had symptoms like dizziness and headache. The mother gave her daughter insulin and consulted a medical doctor in a hospital who prescribed electrolytes and probiotics. She did not receive any treatment in the hospital and was released after 30 minutes. The medical doctor advised to consult the diabetes department if the patient´s condition became worse.